Event description:
It was reported that during a lap nephrectomy procedure, a piece of the blade broke off during the procedure. No patient consequence.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have scratches and gouges. The identified blade damaged may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."